Event description:
A physician reported that vitreous cutter did not actuate during the calibration. The procedural type was unknown. The surgery was completion and replacement details were unknown. There was no contact with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).